Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed a hair-like fiber inside the chamber; an eyelash like fiber. The reported condition was verified. The cause of the condition is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was hair-like fiber inside the drip chamber of a plexitron continu-flo solution set. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.